Event description:
The customer alleged that there was oil mist coming from the sterrad nx unit during a cycle. The cycle completed. The customer reported that four employees experienced human reactions. The second of four employees experienced burning eyes while in the room. The employee did not seek medical attention or require treatment. The employee's symptom has resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse repaired the vacuum return tube. The unit conformed to the manufacturer's specifications. Results code: other, vacuum return tube. Reference: 2084725-2008-00783, 2084725-2008-00785 and 2084725-2008-00786.